Event description:
The customer reported obtaining erroneously low sodium (na) results, for an unknown number of patient samples, from the unicel dxc 800 synchron system. The customer stated that the results were not reported out of the laboratory. The customer indicated that the samples were repeated on an alternate dxc analyzer and the results were reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. Beckman coulter had requested relevant tests data from the customer but had not been provided. The customer had only communicated verbal results for one patient sample over the phone. Calibration and quality control (qc) were run only once on the day of the event at approximately 08:00 am - 08:30 am, and the qc results were within the laboratory's established ranges. It is unknown of when the erroneous results were generated on the event date.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse identified a loose and incorrectly positioned dripper gauze (drain wick) on the ion selective electrode (ise) waste drain assembly. The fse cleaned and repositioned the drain tube to resolve the issue and verified the repair as per established procedures. Results: failure mode of the event is attributed to a mis-positioned drain wick, which could cause illegal grounding scenario, leading to erratic ion selective electrode (ise) recovery.